Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During revascularization, a resolute onyx drug eluting stent was implanted in the cx. A dissection occurred during procedure and investigator is unable to establish when dissection occurred. Investigator and sponsor assessment is based off the non medtronic devices implanted during index procedure.